Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer¿s blood glucose was unknown at the time of the incident. The customer states the insulin pump was exposed to pool water. Customer states jumped into a pool with pump still on and now the battery drains quickly and replaces battery every 6 hours. The customer states the backlight of pump won't turn off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Insulin pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump was tested with no backlight anomaly noted. Pump received with moisture damage on electronics and motor assembly, cracked reservoir tube lip, cracked reservoir tube and minor scratches on display window noted.